Event description:
It was reported that after a da vinci-assisted partial nephrectomy surgical procedure, there was damage to the insulation and an insulated cable of the maryland bipolar forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was checked prior to use by the central reprocessing department and the operating staff confirmed no damage was noted before surgery. Clarification was provided on the reported event that was a ¿melted¿ point between two cables at the plastic part where the two instrument branches were attached. The damage was noticed by the central reprocessing department after this procedure was completed with no issues. Isi followed up with the initial reporter and obtained the following additional information: prior to use, the instrument and cannula were inspected. The cannula was inspected with a pin gauge. During the procedure, the surgeon was cauterizing and grasping to achieve hemostasis in the prostate area. The surgeon activated monopolar cut and coag. The following instruments used during the procedure: prograsp forceps, monopolar curved scissors (mcs), maryland bipolar forceps, and the endoscope. The surgeon used monopolar coag on the mcs by guiding it into the tissue through the metal branches of the maryland bipolar forceps instrument. The erbe vio dv was used with the following settings: cut 3 coag 3. The maryland bipolar forceps instrument was in use for about 1 to 2 hours. The maryland bipolar forceps instrument tips did not collide with any other instrument or tool. The maryland bipolar forceps instrument tips were in contact with tissue and no arcing was observed. The maryland bipolar forceps instrument was not removed at any time prior to the event. There was no reported patient injury. The grounding pad did not appear to have any issues/defects. It was placed on the patient¿s right thigh. Regarding the mcs instrument used during the procedure, the mcs tip cover accessory appeared to be properly installed and no part of the orange surface was visible. The installation tool was used to install the mcs tip cover accessory. No electrolube was used. There was no damage noted to the mcs tip cover accessory. The mcs tip cover accessory is not available for return to isi for evaluation as it was discarded.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The maryland bipolar forceps instrument was found to have damage of the conductor wires insulation at the yaw pulley. Thermal damage was observed near the conductor wire-yaw pulley entry. The thermal damage observed measured roughly 0.0420.109 in size. The instrument failed the electrical continuity test. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.1030.194 in length and were not aligned with the tube axis.